Event description:
Reporter stated that the surgeon was advancing a single piece silicon lens model aa4203tl in the injector and noticed the lens was tearing, so the surgeon opted not to use this lens. No patient contact or injury.